Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Electrical resistance and cross continuity test results were within specification. No anomalies were found. (B)(4).

Event description:
It was reported that during implant there was high lead impedance in every position attempted. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.